Event description:
It was reported that high out of range impedances on the left ventricular (lv) lead. Ts recommended patient-initiated interrogation (pii) to determine cause of beeping tones. This investigation will be updated when further information becomes available. No adverse patient effects were reported.